Manufacturer narrative:
Asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully implanted and removed from the patient's left eye in the same procedure due to crack in lens and was replaced with the same model and same diopter lens. From the additional information it was learnt that lens was first advanced so the haptic elbow was in the wound, but it was noticed that the injected was not fully in the wound. So the injector was removed with the haptic elbow partially out. The haptic was still folded while the optic was in the injector. The issue was noticed after the lens was in the anterior capsule. There was extra manipulation of the injector and the lens inside the injector probably caused the crack. There was expansion of the wound to remove the lens. There was lens cutter caused iris damage near the wound and hyphema due to difficulty cutting and removing lens. Sutures were required in the main wound. The capsule was intact, and a new lens was implanted. There was patient injury with iris defect, hyphema that was resolved in post op. The patient is doing well and hyphema was resolved. It was already an eye with poor vision due to central retinal artery occlusion. Patient reported with improved peripheral vision. Bss was used as a cartridge lubricant. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity revealed no issues that could cause or contribute to the complaint issue reported. The lens was visually inspected revealing that it was cut with surface damage and a detached and missing haptic. Conclusion: the complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.